Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones due to high out-of-range shock impedance of greater than 125 ohms on the right ventricular (rv) lead. The shock impedance had been gradually increasing over the last few months. However, there was no noise on the electrograms (egms) and the sensing was good. Surgical intervention was performed to replace the rv lead and the ICD. This product was explanted. No additional adverse patient effects were reported.